Event description:
It was reported that externalized conductors were noted. All electrical measurements were normal. Lead capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.